Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in an ami(acute myocardial infarction) patient to start therapy and an autofill failure alarm occurred repeatedly upon starting the intra-aortic balloon (iab) pump. The iab was replaced to continue therapy. There was no patient injury reported.